Manufacturer narrative:
This is an initial final report. The customer's issue is related to use error, and the specific error message received indicated that the sensor was already in use, which indicates the sensor had already been paired with another reader or app. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her son who received a "sensor already in use" message after 2 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness and seizures and the caller had contact with a healthcare provider over phone. Customer was treated with carbs by his mother. There was no report of death or permanent impairment associated with this event.